Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The physician aspirated from the catheter access port (cap) and was able to obtain flow. However, he stated the dye injected was stagnant in the catheter and made the decision to replace the catheter. The pump was only repositioned, and the catheter was replaced. There were no devices/ catheters obtained and returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The patient had a pump pocket revision and catheter replacement done on (B)(6) 2018. The patient resumed pump therapy with dilaudid infusing at 1.5 mg/day per doctor's orders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving dilaudid 10 mg/ml; 3.503 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2018. It was reported the patient experienced "breakthrough pain and pump moving." The patient had a recent weight loss. The hcp recommended the patient to follow up with her neurosurgeon for a pump pocket revision. The neurosurgeon referred the patient to another hcp to assess the status of the implanted catheter and ordered a catheter dye study. A catheter dye study was attempted on (B)(6) 2018. The hcp was unsuccessful in accessing the catheter due to the current location of the pump. The hcp told the patient that her pump was "deeper than he can access." Surgical intervention was planned but was not scheduled. The issue was not resolved. Patient status was alive - no injury. Patient weight and medical history were asked and will not be made available. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider on 2018-may-15. It was reported that the doctor did not feel the pump flipped, and the access port was freely identifiable. The type and date of any intervention performed was not known. It was further noted that it was unknown if the movement and pain had been resolved. The patient had been referred to their implanting surgeon and no other information was known. The current status of the device was not reported. No other complications were reported.